Event description:
A malfunction alarm was reported on the pump by the caller, but there were no notable events leading up to the incident. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support again if any issues reappear.